Event description:
It was reported that the catheter was blocked; confirmed by dye study. A catheter revision is planned. No patient symptoms were reported. Pre device registration system, the pump contains morphine. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.